Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection of the returned lead (a) found some damage and wires was exposed on tubing. The cause of the event is consistent with damage during use.

Manufacturer narrative:
H6: adverse event problem - the clinical codes were corrected to reflect dbs patient symptoms.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00327. It was reported the extensions were replaced due to high impedance and fracture.